Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported display panel indicator lights all white (abnormal indicator state), footswitch unresponsive, handpiece unresponsive, system unresponsive (no response to controls) during an unspecified procedure involving an olympus ultrasonic lithotriptor. There was no patient injury reported.